Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: does the blade was released from the plate; mean that the blade tip broke off the device? If no: no. Please explain the event: can you please advise if the white teflon tissue pad what was ¿released from the plate¿? If yes, did the tissue pad melt? Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Unfortunately I was not present in the surgery; I have no information more than the information by the client.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a whipple procedure, the blade was released from the plate. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.